Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised for questionable infection. Once inside, when the surgeon removed the head, surgeon noticed a black residue at the head/neck junction and revised the head and poly only. The psl 50 cup and size 1 accolade I stem were well fixed and remained implanted.

Manufacturer narrative:
An event regarding potential infection and corrosion involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection of provided photographs of and explanted metal head with dark material noted in the trunnion hole. -medical records received and evaluation: the clinical consultant concluded that no clinical or past medical history, no operative reports, and no examination of the explanted components are available. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other similar events for the reported manufacturing lot and the sterile lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as insufficient information was received.

Event description:
It was reported that patient's right hip was revised for questionable infection. Once inside, when the surgeon removed the head, surgeon noticed a black residue at the head/neck junction and revised the head and poly only. The psl 50 cup and size 1 accolade I stem were well fixed and remained implanted.